Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had vaginal pain. It was indicated the patient lasted from this winter until earlier this summer prior to the report. They mentioned that yoga was the only exercise they did. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Additional information received as patient reported that electrodes were not too close to their vagina. Vagina was zapping for better word and it was also too close to my rectum affecting the elimination. Patient did have an appointment on (B)(6) 2017 but had canceled since they were having a medical procedure and they were lacking time to see urologist. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.

Event description:
Additional information received. It was reported that the zapping in the vagina has not resolved and was still zapping. Patient stated their weight at the time of the event was (B)(6). No further complications reported.

Event description:
The patient reported that they had vaginal pain. It was indicated the patient lasted from this winter until earlier this summer prior to the report. They mentioned that yoga was the only exercise they did. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Additional information received as patient reported that electrodes were not too close to their vagina. Vagina was zapping for better word. Patient did have an appointment on (B)(4)2017 but had canceled since they were having a medical procedure and they were lacking time to see urologist. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.